Event description:
A malfunction alarm was reported with code malf 15, which recurred after the initial reset of the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and decided to replace the pump after the issue persisted.